Manufacturer narrative:
Date of event is estimated. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2019-05034. It was reported that the patient experienced ineffective therapy and painful stimulation. High impedances were measured at one lead. X-ray imaging revealed that the leads had migrated. As a result, both leads were explanted and replaced, which resolved the issue. It is unknown which lead had the high impedances and painful stimulation, so both are being reported as such.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.